Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted (lot no. 904756) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain, heavy menstrual bleeding, abnormal uterine bleeding, paratubal cyst, adenomyosis, endometrial metaplasia, inflammation, parakeratosis and grand multiparity. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), sepsis ("sepsis"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), rheumatoid arthritis ("rheumatoid arthritis"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral). At the time of the report, the outcomes for pelvic pain, sepsis, abdominal pain, back pain, dyspareunia, heavy menstrual bleeding, vaginal infection, vaginal discharge, rheumatoid arthritis, cystitis, fatigue, gastrointestinal disorder and alopecia were unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dyspareunia, fatigue, gastrointestinal disorder, heavy menstrual bleeding, migraine, pelvic pain, rheumatoid arthritis, sepsis, urinary tract infection, vaginal discharge and vaginal infection to be related to essure administration. The reporter commented: received treatment for: fatigue, gi conditions, hair loss, migraine. Medically unfit no. Of trailing coils: right-3 coils, left-2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: essure confirmation test(s) conducted, specify: result: bilateral occlusion. [Pathology test] on (B)(6) 2022: final diagnosis: cervix with parakeratosis, chronic inflammation, squamous metaplasia, ciliated cell (tubal) metaplasia of endocervical glands and nabothian cysts. Proliferative type endometrium with ciliated cell metaplasia of endometrial glands, focal evidence of stromal breakdown and few cystically dilated glands. Myometrium with focal adenomyosis. Right fallopian tube with evidence of previous essure birth control coil placement. Left fallopian tube with para tubal cyst, and previous essure birth control coil placement. Lot number: 904756 manufacturing date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: mr received : reporters information patient medical history and surgical pathology reports were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted (lot no. 904756) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of grand multiparity. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), sepsis ("sepsis"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), rheumatoid arthritis ("rheumatoid arthritis"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for pelvic pain, sepsis, abdominal pain, back pain, dyspareunia, heavy menstrual bleeding, vaginal infection, vaginal discharge, rheumatoid arthritis, cystitis, fatigue, gastrointestinal disorder and alopecia were unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dyspareunia, fatigue, gastrointestinal disorder, heavy menstrual bleeding, migraine, pelvic pain, rheumatoid arthritis, sepsis, urinary tract infection, vaginal discharge and vaginal infection to be related to essure administration. The reporter commented: received treatment for: fatigue, gi conditions, hair loss, migraine. Medically unfit no. Of trailing coils: right-3 coils, left-2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: essure confirmation test(s) conducted, specify: result: bilateral occlusion. Lot number: 904756. Manufacturing date: 2011-10. Expiration date: 2014-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-may-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted (lot no. 904756) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of grand multiparity. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), sepsis ("sepsis"), rheumatoid arthritis ("autoimmune diagnosed: rheumatoid arthritis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), cystitis ("bladder/urinary problems: bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("bladder/urinary problems: uti"), fatigue ("other injuries/symptoms: fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcomes for pelvic pain, sepsis, rheumatoid arthritis, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, vaginal discharge, cystitis, vaginal infection, fatigue, gastrointestinal disorder and alopecia were unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dyspareunia, fatigue, gastrointestinal disorder, heavy menstrual bleeding, migraine, pelvic pain, rheumatoid arthritis, sepsis, urinary tract infection, vaginal discharge and vaginal infection to be related to essure administration. The reporter commented: received treatment for: fatigue, gi conditions, hair loss, migraine. Medically unfit no. Of trailing coils: right-3 coils, left-2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: essure confirmation test(s) conducted, specify: result: bilateral occlusion lot number: 904756 manufacturing date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: essure removal date and action taken with drug provided. Reporter clarified the essure removal surgery type (partial hysterectomy). Imdrf codes updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.